Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that states that her pocket feels hot. She reported it happens without charging and out of the blue. It feels like being stung by bees. The patient will be seen in office to evaluate. The indication for implant was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on (B)(6) 2016 reported that the patient was seen on the day of the report and it was found that one of the leads had impedances >10,000 ohms. The manufacturer representative was able to turn the one lead off and program the 2nd lead to cover the patient's pain pattern. The health care professional (hcp)'s physician assistant (pa) was notified of the issue of the burning in the pocket and was able to recreate the burning sensation in the office. The pa found that when the battery moved around in the pocket it may be putting pressure on a nerve. Scans would be done at a later time with a possible pocket revision after the results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they wanted to know if there is anything they should do because they are having a revision surgery due to the burning sensation in their left butt cheek. The patient noted that they are going to be placing the implant into her right butt check. They mentioned the revision surgery will be in the next 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.